Manufacturer narrative:
Qn# (B)(4). The customer returned an opened two-lumen cvc kit including: the lidstock, one guide wire in its advancer , an arrow raulerson syringe, a two-lumen catheter, a dilator, an introducer needle, and catheter/needle assembly for analysis. Signs of use in the form of biological material were observed. Visual analysis revealed that the guide wire contained one kink near the j-bend. Microscopic examination confirmed the damage and revealed that the distal and proximal welds are secure and intact. The kink near the j-bend measured 26mm from the distal weld. The guide wire length measured 604mm, which is within the specification limits of 596mm-604mm per the guide wire product drawing. The guide wire outer diameter measured 0.790 mm, which is within the specification limits of 0.788mm-0.826mm per the guide wire product drawing. The guide wire was inserted through the provided arrow raulerson syringe (ars)/introducer needle assembly. The guide wire was able to pass with little to no difficulty. Performed per IFU statement, "raise thumb and pull arrow advancer approximately 4 - 8 cm away from arrow raulerson syringe or introducer needle. Lower thumb onto arrow advancer and while maintaining a firm grip on guidewire, push assembly into syringe barrel to further advance guidewire. Continue until guidewire reaches desired depth." A manual tug test confirmed that the distal and proximal welds were secure and intact. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "do not use excessive force when introducing guidewire or tissue dilator as this can lead to vessel perforation, bleeding, or component damage". The IFU also states, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested." The report of a kinked guide wire was confirmed through complaint investigation. Visual analysis revealed one kink on the guide wire near the j-bend. The guide wire met all relevant dimensional and functional requirements. A device history record review was performed with no relevant findings. Based on the customer report that the damage was observed during use and the sample received, unintentional user error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported during the procedure, the physician found the guidewire kinking. A new kit was opened to finish the procedure.

Manufacturer narrative:
(B)(4).

Event description:
It was reported during the procedure, the physician found the guidewire kinking. A new kit was opened to finish the procedure.